Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectopexy. According to the reporter. Unit cut but the staples were not properly formed. No reinforcement material was used. It was necessary to complete the surgery with manual suture. Surgical time was extended by more than 30 mins due to the product problem and extended hospital stay but there were no tissue damage, no blood loss of more than 250cc.